Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred when attempting to charge the pump. Customer's blood glucose level was 251-253 mg/dl. During a follow-up, it was confirmed that the alert was cleared and pump began to charge successfully.